Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a5dr01 implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.